Event description:
It was reported that the caller experienced an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any future time discrepancies, especially if they exceeded five minutes, with the caller acknowledging this guidance.